Event description:
It was reported that a system 9800 has a problem with the cine and needs drive replaced. No pt injury reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. A new cine drive and associated hardware and software was installed. System was tested and operated as intended.